Event description:
It was reported that during the implant procedure, it was difficult to insert the left ventricular lead in the patients thin vein. After multiple tries, the guidewire could not be inserted in the lead. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.